Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis revealed no anomalies. It was noted that the defibrillation conductor was distorted and several conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil and the helix/lobe was distorted/bent. There was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.

Event description:
It was reported that there was high impedance on the right ventricular lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.